Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the infusion set tubing had detached at the quick release. It occurred with 2 sets. No further information available.